Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked both of the reporter's e411 analyzers and there were no problems with the instrument. There were no problems with the sampling mechanisms or performance testing. This event occurred in (B)(6).

Event description:
The initial reporter stated that they switched from using an ortho vitros analyzer to a cobas e 411 immunoassay analyzer in (B)(6) 2019. After the change, physicians pointed out that elecsys estradiol iii assay results for an unspecified number of patient samples were low. In (B)(6), the reporter repeated a total of 15 patient samples using the vitros analyzer. Of the repeated samples, they received discrepant estradiol results for one patient sample tested on one of their two e411 analyzers on (B)(6) 2019 and a second e411 analyzer used for investigation. Incorrect values from the sample were reported outside of the laboratory. The reporter also mentioned that they received a questionable low result for a second sample tested with the elecsys progesterone assay on (B)(6) 2019. The sample was tested three times using the customer's e411 analyzer, resulting with estradiol values of < 5.00 pg/ml, 6.73 pg/ml, and 6.21 pg/ml. The sample was repeated on an ortho vitros analyzer, resulting with a value of 32.7 pg/ml. The sample was provided for investigation, where it was tested twice on a second e411 analyzer, resulting with values of 22.02 pg/ml and 21.61 pg/ml. The reporter has 2 e411 analyzers, but does not know which one was used to measure the sample. The reporter's 2 e411 analyzers are serial numbers (B)(4).